Manufacturer narrative:
(B)(4). Date sent: 09/05/2025 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: could you please provide more details about the type of oozing? Not clear ·was there any other issue noted with the staple line other than bleeding, such as malformed staples, missing staples, etc.? No ·how was the bleeding controlled? Additional suturing ·how much blood was lost, in ml? Not clear ·did the patient require a transfusion? No ·is the current patient status known? Stable ·was there any patient consequence or change in post-operative care as a result of the event? No. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown laparoscopic procedure, the device was on a routine use in the hepatic vein. Bleeding occurred after stapling and was stopped by suturing. It was thought this might be because the tissue was a little hard, but when checked the specimen removed after the surgery, it was found that the staples on the specimen side were malformed. Additional suture was performed to complete the case. There was no patient consequence nor surgical delay reported. No additional information provided.